Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/22/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2015 with the following findings: a review of the black box data showed low battery warnings and replace battery alarms. No drastic voltage fluctuations were observed. A visual inspection of the pump showed that the battery compartment was cracked. The pump¿s current draws were found to be above specifications. During testing, a load step malfunction occurred. The complaint could not be fully investigated due to this. The pump cover was opened and evidence of moisture corrosion was found inside the pump and on the continuous glucose monitoring circuit. The circuit was disconnected and the current draws returned to specifications. Additionally, a damaged solder connection was observed at the force sensor pins. Unrelated to the initial complaint, the audio bolus button was unresponsive during testing. Evidence of corrosion was found on the bolus button pins.